Event description:
During coil embolization of a vertebral artery aneurysm to treat subarachnoid hemorrhage, two deltaplush coils (both cpl100206-30 / (B)(4)) became stuck and did not come out from the introducer sheaths when the physician tried to insert the coils into the microcatheter, and based on the product analysis, one coil was detached from the device positioning unit (dpu) and both coils were bucked and compressed. Both introducer sheaths were properly seated in the mc hub when the events occurred. They were replaced with another deltaplush with the different lot number, which was successfully inserted without causing any issue. The procedure was then completed without further issues or delay. There were no patient injury/complications. The complaint products were new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. No visible damage was noted on the products prior to the event. No further information was available.

Manufacturer narrative:
This complaint was reported to codman cnv on (B)(4) 2015; however, it was determined to MDR reportable on (B)(4) 2015 when coil damage was discovered during the preliminary product analysis. Concomitant medical products: a chikai (asahi intecc), a headway (terumo, type unknown), and an okay ii (goodman) were used for this procedure. Complaint conclusion: the device was returned for analysis. As viewed through the introducer sheath, the distal section of the coil has compression and buckling damage. Past this damaged section the remainder of the coil is undamaged. Located on the top proximal end of the re-sheathing tool in the open cutout section, the v notch has been severely fractured. The locking mechanism has compression and stretching damage. No manufacturing defects were found. In addition, without the identification or the return of the unknown microcatheter and the rotating hemostatic valve (rhv) used in the procedure, it cannot be determined if these components had any additional contributions to the complaint event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The coils becoming stuck in the introducer was confirmed based on the condition of the device as returned for analysis. Although the actual coil damage was not reported by the customer, it may have been related to the failure to un-sheath the devices. The root cause of the un-sheathing difficulty could not be conclusively determined; however, the event may have been related to factors addressed in the instructions for use (IFU). The most likely contributing factor for the coils inability to be advanced outside the distal tip of the green introducer may have occurred when the microcoil system was first unlocked for use and the sheath was retracted straight back instead of up at a forty-five degree angle and then back. When the sheath was pulled straight back, the locking mechanism caught the inside of the v notch of the re-sheathing tool and became embedded. In addition, the locking mechanism may not have been fully disengaged off the core wire. The sheath also caught the v notches extended edges. This produced a binding action between the device positioning unit (dpu), the sheath, and the coil. This binding action produced significant resistance which caused the proximal section of the coil to have severe compression and buckling damage. In this condition the coil cannot be advanced outside the distal tip of the introducer sheath. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿hold the introducer sheath (loosely-looped) in the left hand. Keeping the introducer tip near the re-sheathing tool, grasp the distal end of the re-sheathing tool between your left thumb and forefinger. Grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end, and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger. Caution: if unusual friction is noticed during advancement or retraction of the microcoil system, verify the locking mechanism, or clear tab is unlocked and pulled out from the re-sheathing tool approximately 1in. (2-3cm).¿ since there was no evidence to suggest the event was related to a manufacturing issue, no corrective actions will be taken at this time. This is 1 of 2 mdrs submitted for this complaint, with associated report numbers of 2954740-2015-00172 and 2954740-2015-00171. This is an initial/final MDR.